Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was unable to be interrogated. The device was also unable to exhibit a magnet rate response. The physician suspected premature battery depletion. No intervention or patient symptoms were reported.